Event description:
A complaint of high readings was received on a customer's freestyle meter. The customer obtained readings of 191, 144, 163, 130, 196 and 162 mg/dl. The customer says the high readings have often led to the administration of too high a dose of insulin which resulted in a hypoglycemic reaction.